Event description:
Post transfemoral valve deployment, an annular rupture occurred. Due to some annular calcification and upper left ventricle outflow tract calcification, the team decided to place a 29mm sapien xt with a light prep of -3cc's (therefore 30cc balloon). After deployment, the patient¿s blood pressure dropped and on tte a cardiac tamponade was noted. A pericardial drain was placed, which drained continuously and it was difficult to support the blood pressure, so a sternotomy was performed. The patient was placed on cpb and stitches were placed to stop the bleeding. On tee there was a hematoma at the aortic root, indicating that there had been an annular rupture that became contained but that during pericardial drain placement the rv was punctured with the finder needle and bled persistently. The native annulus area measured 543.9 mm2 via CT, with mild annular calcification, mild/moderate leaflet calcification and mild aortic root calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, calcification in the annulus and lvot may have contributed to the event reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.